Event description:
It was reported, the pt has been experiencing pain and discomfort due to the battery moving a few inches in the pocket. The physician believes this movement could be pressing on a nerve. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.